Event description:
Pt had a hip implant in 2002. This hip has gone out of socket twice in 2003. The implant has the following info: 54mm pfa, 10' liver, 8' pff comp, 6n n&n. Pt is concerned that the biomet item is one of the hip implants that was recalled by biomet.